Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) trainer connector was broken on front end board. There was no patient involved.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. Getinge field service engineer (fse) during preventive maintenance (pm) inspection found the unit to have a broken cardiosave trainer connector on the front end board and was unable to test the unit. Fse disassembled the unit and replaced the front end board. Fse performed a full pm and calibration per manufacture specifications, unit has passed all test and is now ready for clinical use.